Manufacturer narrative:
Upon field service of this console, it was identified that the device was coming up in case server mode. Additionally, it was found that optical relay and high reflector mirrors on channel 2 and 3 were burnt. After adjusting the resonator channel it was also identified that the high reflector mirror on channel 3 was causing a bad centration of the pattern. Then, the mirrors were replaced, the resonator channels were checked and adjusted, the optics bench was inspected, the near and far alignments were checked and adjusted as needed, as well as the centration. Lastly, the interior and exterior were inspected for leaks and damages, and it was verified that all system circuits were working accordingly. After testing the device, it was found that the console had all qualities within specifications and ready to be used. A risk review performed, for the vpps series was completed. "Ineffective treatment which may require prolonged operation or re-operation" confirmed that the events of "device - low power" is a known event defined in the product risk management documentation. After the field service performed, when the optic relay and high reflector mirrors were replaced, the reported low power was resolved. The identified problem could have affected the device performance, which lead to the event experienced by the customer. The conclusion code cause traced to component failure is assigned to this investigation because it was determined that this event was an expected or random components problem without any design or manufacturing issue.

Event description:
It was reported that this device would not reach enough energy during a procedure. No further information has been reported.